Event description:
It was reported that, "removed broken r screw with universal removal set. Patient did not fuse. Date of implantation to be determined. Additional x-rays to follow and implant to be sent to stryker. Dr. Skipped the hole where it broke."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.